Event description:
It was reported the patient had an MRI over a ¿couple of months prior.¿ the MRI was not related to the device. It was stated that the patient was shocked during the MRI and was never told they could not have an MRI. The patient was thinking that if they turned stimulation off, they would not get shocked. It was noted the patient wished they never had the device put in. At the time of implant, they had an overactive bladder and since it seemed they had ¿outgrown¿ that problem. The patient was trying to have the system removed so could figure out what was going on with their back and have an MRI for their lower back. It was indicated the interstim system was preventing the patient from finding out what was going on with their back and their back pain was increasing. The patient was currently feeling stimulation. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# v235031, implanted: (B)(6) 2009, product type lead; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3031a, serial# (B)(4), product type programmer, patient. (B)(4).